Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported pump has white screen which was reproduced. The reported condition was verified. Visual inspection determined to be corroded processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.